Manufacturer narrative:
Co submits this report on behalf of the device manufacturing facility another country. Co provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported the ventilator exhibited uncontrolled flow when being used on a pt. There was no pt injury.